Manufacturer narrative:
On 05/31/2016: aso evaluated returned samples from the customer for adhesion with no issues noted. The manufacturer does not use natural rubber on the adhesives, therefore the customer's reported reaction is not due to latex. While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines that can potentially cause irritation to the skin. Refer to section of this report for further details.

Event description:
On (B)(6) 2016: customer had the adhesive pad on for 3 hours, and when removing it blistered the skin.